Event description:
On (B)(6) 2014, at around quarter to six in the evening, during phlebotomy training in (B)(6)hospital. While finishing up with the last few participants on their live paired return demonstration, bd associate tried to move one used capped flashback needle which was slightly peeking beyond the rim of the lidless sharps container by hand so to propel the needle down. The bd associate was not aware that on the other side of the capped needle, the sharp end of the needle pierced through the wall of the needle shield due to misalignment of needle shaft with the needle shield during recapping which caused a needle-stick injury. The wound was bled out. Add'l info rec'd via e-mail on (B)(6) 2014, the reporter stated that this was a used needle that she experienced the needle stick injury. Right after the incident, first aid was provided. She did receive a tetanus toxoid and tetanus immunoglobulin injection in the emergency room upon consult and blood was also drawn for (B)(6) testing. On an unknown date, the reporter went to an infectious disease and her blood results were all negative or non-reactive. She was prescribed to have an (B)(6) testing repeated after 3 months and 6 months and 12 months. No add'l info was available or anticipated.

Manufacturer narrative:
No product return is anticipated as complaint indicated that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.